Manufacturer narrative:
The device has not been received to date. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined, at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that it was not possible to switch on the display of liquid crystal monitor. The issue was found during preparation for use of an unspecified procedure. There were no reports of patient harm associated with the event.